Manufacturer narrative:
The customer¿s experience of a channel that would not connect was neither confirmed nor replicated. The pcu event log shows pump module s/n (B)(4) was not in use with this pcu on the reported event date. The event log for pump module s/n (B)(4) shows that it was not used between 3:19 pm on 02 june 2019 and 4:41 pm on 13 june 2019. The logs show the software version for the pcu (s/n (B)(4)) during the reported timeframe was (B)(4) and the software version for the pump module s/n (B)(4) was (B)(4). These versions are compatible and do not generate a software mismatch error. DHR review: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. Chr review: a review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The device was not in use on a patient during the reported event. The customer later stated that there was no patient involvement as the pump modules were not attached to a patient at the time of the event.

Event description:
(B)(4).